Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), loss of consciousness ("passing out with essure"), alopecia ("losing hair / hair falling"), discomfort ("enduring strokelike symptoms"), dizziness ("dizzy spells"), circulatory collapse ("collapsing"), dyspareunia ("painful sex / painful intercourse"), hair growth abnormal ("hair growth in awkward places"), asthenia ("lack of energy"), ovarian cyst ("ovarian cyst") and allergy to metals ("allergies to my jewelry"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, discomfort, dizziness, circulatory collapse, hair growth abnormal, asthenia and allergy to metals outcome was unknown and the genital haemorrhage, loss of consciousness, alopecia, dyspareunia and ovarian cyst had resolved. The reporter considered allergy to metals, alopecia, asthenia, circulatory collapse, discomfort, dizziness, dyspareunia, genital haemorrhage, hair growth abnormal, loss of consciousness, ovarian cyst and pelvic pain to be related to essure. The following information was received from social media lack of energy, ovarian cyst, allergies to my jewelry. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- lack of energy, ovarian cyst, allergies to my jewelry. Outcome of event genital haemorrhage, dyspareunia, alopecia were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), loss of consciousness ("passing out with essure"), alopecia ("losing hair / hair falling"), discomfort ("enduring strokelike symptoms"), dizziness ("dizzy spells"), circulatory collapse ("collapsing"), dyspareunia ("painful sex / painful intercourse and miserable"), hair growth abnormal ("hair growth in awkward places"), asthenia ("lack of energy"), ovarian cyst ("ovarian cyst"), allergy to metals ("allergies to my jewelry"), foggy feeling in head ("brain fog was the worse "), amnesia ("permanent memory loss"), hot flush ("hot flashes "), hypersexuality ("I was nympho before essure"), loss of libido ("I had no sex drive") and feeling bad ("made me feel bad"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, discomfort, dizziness, circulatory collapse, hair growth abnormal, asthenia, allergy to metals, foggy feeling in head, amnesia, hot flush, hypersexuality, loss of libido and feeling bad outcome was unknown and the genital haemorrhage, loss of consciousness, alopecia, dyspareunia and ovarian cyst had resolved. The reporter considered allergy to metals, alopecia, amnesia, asthenia, circulatory collapse, discomfort, dizziness, dyspareunia, foggy feeling in head, genital haemorrhage, hair growth abnormal, hot flush, hypersexuality, loss of consciousness, loss of libido, ovarian cyst, pelvic pain and feeling bad to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : new reporter, event brain fog was the worse, permanent memory loss added,fu-up 4,5 ,6,7and 8 processed together. On 20-mar-2020: social media : new reporter added. Fu-up 4,5 ,6,7 and 8 processed together. On 20-mar-2020: social media : new reporter added. Fu-up 4,5 ,6,7and 8 processed together. On 20-mar-2020: social media : new reporter added. Fu-up 4,5 ,6,7and 8 processed together. On 20-mar-2020: social media documents revived, new reporter, event I was nympho before essure, I had no sex drive, made me feel bad added, fu-up 4,5 ,6,7and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('chronic inflammation') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and miscarriage (3 miscarriages). Coils never moved. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("bleeding"), loss of consciousness ("passing out with essure"), alopecia ("losing hair / hair falling"), discomfort ("enduring strokelike symptoms"), dizziness ("dizzy spells"), circulatory collapse ("collapsing"), dyspareunia ("painful sex / painful intercourse and miserable"), hair growth abnormal ("hair growth in awkward places"), asthenia ("lack of energy"), ovarian cyst ("ovarian cyst"), allergy to metals ("allergies to my jewelry"), foggy feeling in head ("brain fog was the worse"), amnesia ("permanent memory loss"), hot flush ("hot flashes "), hypersexuality ("I was nympho before essure"), loss of libido ("I had no sex drive"), feeling bad ("made me feel bad"), migraine ("complicated migraines"), tooth decay ("my teeth started crumbling") and tooth cavity ("multiple cavities capped") and underwent tooth extraction ("have had six teeth pulled"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic inflammatory disease, discomfort, dizziness, circulatory collapse, hair growth abnormal, asthenia, allergy to metals, foggy feeling in head, amnesia, hot flush, hypersexuality, loss of libido and feeling bad outcome was unknown and the genital haemorrhage, loss of consciousness, alopecia, dyspareunia and ovarian cyst had resolved. The reporter considered allergy to metals, alopecia, amnesia, asthenia, circulatory collapse, discomfort, dizziness, dyspareunia, foggy feeling in head, genital haemorrhage, hair growth abnormal, hot flush, hypersexuality, loss of consciousness, loss of libido, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth decay, tooth extraction, feeling bad and tooth cavity to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. New event " chronic inflammation", medical history and new reporter added. On 23-mar-2020: information received via social media: new event - complicated migraine and reporter information were added. On 23-mar-2020: social media received. New events ¿my teeth started crumbling¿, ¿have had six teeth pulled ¿, ¿multiple cavities capped¿ were added. Patient's age was added. Date of implantation was added. "Surgery to remove essure" was changed to "hysterectomy" for the event "pelvic pain". Medical history was updated. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness ("passing out with essure"), alopecia ("losing hair"), discomfort ("enduring strokelike symptoms"), genital haemorrhage ("bleeding"), dizziness ("dizzy spells"), circulatory collapse ("colapsing"), dyspareunia ("painful sex") and hair growth abnormal ("hair growth in awkward places"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain, alopecia, discomfort, genital haemorrhage, dizziness, circulatory collapse, dyspareunia and hair growth abnormal outcome was unknown and the loss of consciousness had resolved. The reporter considered alopecia, circulatory collapse, discomfort, dizziness, dyspareunia, genital haemorrhage, hair growth abnormal, loss of consciousness and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness ("passing out with essure"), alopecia ("losing hair"), discomfort ("enduring strokelike symptoms"), genital haemorrhage ("bleeding"), dizziness ("dizzy spells"), circulatory collapse ("colapsing"), dyspareunia ("painful sex") and hair growth abnormal ("hair growth in awkward places"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain, alopecia, discomfort, genital haemorrhage, dizziness, circulatory collapse, dyspareunia and hair growth abnormal outcome was unknown and the loss of consciousness had resolved. The reporter considered alopecia, circulatory collapse, discomfort, dizziness, dyspareunia, genital haemorrhage, hair growth abnormal, loss of consciousness and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New events added: pelvic pain, bleeding, dizzy spells, collapsing, painful sex, hair growth in awkward places. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('since removal') and loss of consciousness ('passing out with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of consciousness (seriousness criterion medically significant), alopecia ("losing hair") and discomfort ("enduring strokelike symptoms"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, alopecia and discomfort outcome was unknown and the loss of consciousness had resolved. The reporter considered alopecia, discomfort, loss of consciousness and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: loss of consciousness, alopecia, medical device removal, discomfort. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.